Event description:
It was reported that a spectrum iq infusion pump's sensor doesn't detect closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "sensor doesn't detect closed door" was not reproduced. A review of the event history log revealed multiple "shut door power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper auxiliary link switch which was working intermittently. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.